Event description:
It was reported that a patient received an Acessa Procedure on (b)(6) 2026, in which no concerns were observed during the procedure. Later the patient was admitted to the emergency room on (b)(6) 2026 due to exibiting abdominal pain, diarrhea, vomiting, fever and chills. Patient received 2 CT Scans that returned negative. Patient had modest elevated white blood count and was diagnosed with bacteremia, post op infection more specifically a gastrointestinal infection. Patient was reported as received antibiotics pre procedure and post procedure as well. Patient was later reported as doing well and no further treatment required. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known.Device History Record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during Complaint Investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the Investigation will be reopened accordingly per standard operating procedure.